Manufacturer narrative:
UDI#: (B)(4). Evaluation codes: unk as investigation is still in progress.

Event description:
A (B)(6)-yr-old male patient was treated on (B)(6) 2014 for an aortoiliac aneurysm. The maximum aortic diameter was 6.2cm. The proximal neck had an inverted funnel shape with partial plaque/thrombus. The left iliac artery had severe tortuosity, moderate occlusive disease, and moderate calcification. The right iliac artery had severe tortuosity, moderate occlusive disease, and moderate calcification. The patient received a fenestrated main-body device (zfen-p-2-36-137-r), a left iliac leg (zsle-11-56-zt), and a right iliac leg ( zsle-11-122-zt). A main body extension was also used below the renals. The only difficulty noted with deployment was with removing the main-body delivery system. There was no difficulty deploying any of the other components. A covered stent was placed in the left renal artery before the deployment procedure. A molding balloon was not used. At the conclusion of the procedure, the device was patent with no external compression, flow-limiting kinks, thrombus, or endoleaks. On the day of procedure, the patient developed renal failure requiring dialysis. No other info regarding the patient has been received, including any further diagnostic imaging or secondary interventions.